Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter: clave on cvl cracked resulting in leaking of ivf and decrease in normal blood sugar item: mz1000-07 quantity affected: 1ea serial/lot number: unknown was there injury? Resulted in the need for increased monitoring.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the clave was cracked and leaking and returned one used sample of material mz1000-07, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The standalone maxzero connector was infused with water and capped, where the pressure revealed several microcracks in the female luer end. The microcracks were further investigated under a microscope. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown.